Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #975373. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming; stopcock condition, conforming; troca condition, nonconforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon inquiry info received and visual examination, it was confirmed that reported "white inner gasket of trocar became dislodged from trocar". Dislodged inner gasket was received with instrument. Gasket was received complete. No conclusion could be reached as to how the inner gasket had become dislodged from its origninal position. Co reviews each incident as it occurs in an effort to continuoulsy improve co's products and processes.

Event description:
The 511s was used during a laparoscopic cholecystectomy. It was reported the white inner gasket of the trocar became dislodged from the trocar and fell into the pt's abdomen. The gasket was retrieved and a new 511s was opened to complete the case. The devices was from kit ftr32. There was no consequence to the pt.